Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Contoura seat leaning to the right due to the contoura brake frame broke at weld.

Manufacturer narrative:
Additional/updated information was added to reflect the back frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the tubing was broken on the left side at the rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the back bottom tube frame broke just under the weld for the left side back cane. Additionally, the tube end pivot insert that is inside of the back bottom tube frame that mates to the bottom of the left back cane was broken. The following fields were updated accordingly.

Event description:
Contoura seat leaning to the right due to the contoura brake frame broke at weld.